Event description:
The extension tube detached from the adapter.

Manufacturer narrative:
The sample has been received and is currently being investigated. A supplemental report will be submitted upon completion of the investigation.